Manufacturer narrative:
Other relevant devices are: enlw1616c124ej ; (B)(4); (B)(6) 2014; (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that the patient returned for follow up on an unknown date and it was revealed that the aneurysm diameter had increased by 10mm or greater. It was also noted that a type iiib endoleak was present. Intervention performed to resolve this event involved another manufacturers cuff being implanted in the endurant main body and an excluder limb implanted on both sides using the kissing technique. As per the physician, the cause of the event was fabric degradation due to aging. No additional clinical sequelae were reported and the patient will be monitored by their physician.